Event description:
It was reported that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not evaluated and the alleged complaint could not be confirmed.

Event description:
It was reported that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.